Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular lead has had a gradual impedance increase over the last six months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.